Event description:
Our customer reported a malfunction on november 21, 2025, involving a pump issue, identified by a code not specified in simple terms. There was no information available regarding the customer's blood glucose levels, indicating no adverse impact. A replacement pump was arranged with a serial number (B)(6).